Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2017 and suture was used. During the procedure, prior to use on the patient, when the package was opened, micro punctures in the foil were noted. When held up to light, the staff could see light through the foil. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Additional evaluation summary - the actual sample was returned for evaluation. During the visual inspection of the opened foil, multiples wrinkles and holes in the cavity were found on the bottom foil; however, the holes were from outside to inside appears to be by excessive handling. Per the condition of the sample received the assignable cause suggests an improper handling.